Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker triggered an alert for high out of range pace impedances of greater than 3000 ohms on the right ventricular (rv) lead. Review also found a signal artifact monitoring episode was stored, but impedances in that episode were within normal limits. Oversensing of my potential was visible, and also oversensing of the minute ventilation signal. Boston scientific technical services recommended reprogramming options, including turning the minute ventilation feature off. There were no symptoms reported and the patient is not dependent. The rv lead is another manufacturer's product. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to provide an updated conclusion code.